Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 4.2 and 4.1 were not visible on the system map, and the t board had no indicator lights illuminated. A field service engineer replaced and configured the t board to resolve the issue. Successfully verified functionality through hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 was not detected on bus and was unable to access or recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.